Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was "bad". Further follow-up attempts with the physician's office did not yield any additional relevant information regarding this event. The lead was replaced. No patient complications have been reported as a result of this event.